Manufacturer narrative:
Serial number: (B)(4). Software version: 3.8.5. Color: pink. Battery life remaining: <3 months. Customer reports: app doesn't show units delivered, low battery notification and inpen is leaking. Per visual inspection: no physical damage to inpen, cartridge holder or cap was noted. Unit paired successfully to commercial app. My inpen menu displayed: the following test values were dialed and dosed: 10 test values of 4.0u dialed and dosed. All values displayed accurately in the logbook. All doses were written to the app logbook within 1 minute. The leadscrew was received 1/4 it's travel, the leadscrew was rewound properly. Leadscrew not bent, advanced when dosage knob was pressed dialing a dosage and retracted appropriately. No resistance was observed when dosing without a cartridge installed. The screw advanced every time 30.0u was dialed and dosed until the screw reached max extension. Installed testing insulin cartridge, primed with a 2.0u dose. Primed insulin came out, no leakage noted while priming. No priming anomaly noted. Then dialed and dosed 30.0u, allowed 5 seconds for the dose to be complete. Inspected inpen for any leakage. No fluid leaks were noted outside the fluid pathway. Home icon displayed low inpen battery. Icon is displaying correctly notifying user of inpen reaching end of life. In conclusion: no fluid leaks or priming anomaly was noted on inpen. Inpen working as design. The customer complaint of insulin leaking was not confirmed. Inpen logged doses dialed to app logbook within 1 minute during investigation. Therefore, the patient complaint of dose not bring logged could not be confirmed. However, customer complaint of low battery notification was confirmed due to inpen having 3 months left of life. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the inpen had battery low warning on the app and insulin was leaking from the inpen. Customer stated that inpen did not hold a prime and it would not stay prime. Customer had high and low blood glucose level issues. No harm requiring medical intervention was reported. The device will be returned for analysis.